Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report july 14, 2016.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 30, 2016. (B)(4).